Manufacturer narrative:
At this time, covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a faulty battery. At this time, it is unknown if there was patient involvement. Medtronic/covidien was not authorized to evaluate/repair the device as the product was not in medtronic/covidien control. The repair was completed at a non-covidien/medtronic location and the service provider replaced the battery to resolve the issue. The ventilator was found to be in working condition. The reported complaint could not be confirmed without product return. In the event the device is received for evaluation or additional information is received, a follow-up report will be submitted.